Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device seized, moved heavily and was jammed, and the trigger was broken and locked. It was further determined that the device was excessively dirty and due to incorrect lubrication routine, the engine was locked. It was further determined that the device failed pretest for check the power with test bench: minimum 110 to 160 watt, check triggers for forward / reverse mode and check reverse locking mechanism. It was noted in the service order that the device reverse error locked and the motor was missing a button. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.